Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower motor controller/blower to resolve the reported issue. The unit passed required performance verification tests per philips standards.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13aug2020.

Event description:
The customer reported an error code consistent with air valve liftoff failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.